Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt initially had good benefit from the vibrant soundbridge. Recently the pt visited her ent physician due to no longer having any benefit from the implant. A conductor link extrusion was observed. During a revision surgery to reposition the conductor link, it was necessary to cut it. The implant got exchanged during the same surgery.